Event description:
It was reported during the implant attempt that the physician was unable to insert the rv lead into the pace/sense port of the device. Several attempts were made. The physician tried to insert the rv lead into the atrial port of the device and was successful. The device was not used. No patient complications were reported due to this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and all setscrews turned appropriately and held leads properly.